Event description:
The customer reported that an 840 ventilator was inoperable while in use on a pt. The pt was not harmed or injured as a result of the event. The customer reported to have replaced the breath delivery unit. Covidien was not authorized to repair the device. The customer support engineer (cse) inspected the device and upgraded the software to the current revision. The unit passed extended self testing.

Manufacturer narrative:
(B)(4).